Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information provided 11feb2026 that the wire guide was withdrawn through the sheath, not through a needle or metal cannula.

Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown cook mandril wire separated. The device was required for nephrostomy tube placement. During the procedure, the tip of the wire broke off in the patient and was unable to be retrieved. The nephrostomy tube was placed, and the procedure was successfully completed. It was noted that the patient was very sick prior to the procedure and the family is considering comfort care. No other adverse effects were reported for this incident.